Event description:
Test result from life2o 14-panel urine test: positive for blood in urine. Verified test result: negative for blood in urine (laboratory test). Description: the life2o test indicated a presence of blood in urine, which led to immediate concerns. A followup laboratory test confirmed no blood, highlighting another critical failure of the life2o test to provide accurate health information. Device / electronic product name: 14-panel urine test strips for urinalysis 100ct, testing kit for uti, keto, ketosis, protein, specific gravity, ph, ketone, bilirubin, vitamin c, cre, sgr and more. Reference report: mw5156829, mw5156831, mw5156832.

Event description:
Additional information received on 10/25/2024 for report mw5156830 to update procode. The severe inaccuracies in the urine test results have exposed me to significant health risks, including: - unnecessary panic and emergency medical visits, causing undue emotional and financial stress. - potentially harmful health interventions based on erroneous test results, risking serious medical complications. Device / electronic product name: 14-panel urine test strips for urinalysis 100ct, testing kit for uti, keto, ketosis, protein, specific gravity, ph, ketone, bilirubin, vitamin c, cre, sgr and more. Contacted life2o customer support on (B)(6) 2024, expressing the critical nature of these inaccuracies. The response was inadequate and failed to address the underlying issues. Followed all troubleshooting steps as outlined in the user manual, without resolution. Verified the device's repeated inaccuracies through multiple independent and medically verified laboratory tests. Device / electronic product name: 14-panel urine test strips for urinalysis 100ct, testing kit for uti, keto, ketosis, protein, specific gravity, ph, ketone, bilirubin, vitamin c, cre, sgr and more. Ref report: mw5156829.